Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. The following information was requested, but unavailable: can you please clarify what was meant by, ¿driver did not drive up all staples?¿ when the driver did not drive up all staples, was the firing completed and staples were missing from the staple line? Or, did the device partially fire and stop (staple line and cut line approximately equal in length)? What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? On which firing did this event occur (1st, 2nd, 12th, etc.)? Was buttressing material utilized? If so, which product? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a gastric bypass procedure, it was observed that the driver did not drive up all staples. Unknown how case was completed. There were no adverse consequences for the patient.